Event description:
It was reported that when an asymptomatic patient presented in clinic during a routine follow up, post-paced t-wave oversensing was noted on the near field channel resulting in non-sustained lead noise episode recording. Programming changes were recommended. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.